Event description:
Patient was sitting on shower chair. Reached up for hand held shower head and back of chair snapped. Patient was taken to urgent care and had bump on left side of head and pain to left side of head and paint to left shoulder. Patient states doctor said he was fine and xray showed no fracture.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.